Event description:
It was reported that during the left internal carotid stenting procedure with the xact stent, the patient developed bradycardia that resolved after atropine was given. The patient also developed hypotension during the procedure that was treated with neosynephrine and dopamine. The hypotension required the patient to have an extended post-procedural stay at the hospital until he was hemodynamically stable for discharge home, 7 days after the carotid procedure. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known, observed, and potential adverse events of stenting procedures as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.